Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 27mm epic mitral valve was implanted. After the valve was implanted, it was observed on echocardiogram that there was a leak from the valve. The decision was made to remove the valve and replace it with another valve. The patient status was unknown.

Manufacturer narrative:
An event leakage during the valve implantation was reported. The device was returned back to abbott for investigation and the sewing cuff is fully intact and the leaflet 1 was folded. No anomalies were found with the valve cusps. The valves performance was noted to be limited during functional testing upon return to abbott, however functional testing at the time of manufacturing indicated the valve functioned normally. This test ensures proper cuspal coaptation and hemodynamic performance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including inspection for proper coaptation and effective orifice area. The cause of the reported event could not be conclusively determined, however it is possible the valve structure was damaged during implant or explant of the valve, which could have impacted the coaptation of the leaflets and led to the lowered valve performance.h6 medical device problem code: code 1457 removed.

Event description:
It was reported that on (B)(6) 2022, a 27mm epic mitral valve was implanted. After the valve was implanted, it was observed on echocardiogram that there was a leak from the valve. The decision was made to remove the valve and replace it with another valve. The patient status was unknown. Subsequent to the previously filed report, additional information was received that: the leak was observed through the valve itself. The unknown size replacement was implanted, and the procedure was finished without incident. Patient remained on bypass for the entire procedure. There was no clinically significant delay and no adverse effects.